Event description:
Procedure type: colon resection. According to the reporter: the customer reported that the instrument jammed shut after stapling and the blade did not retract. It was impossible to release the jaws. The surgeon pulled the rectal tissue to remove the instrument. Resection and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).